Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer (fse) confirmed a malfunction in the medication application. The fse identified dried liquid beneath the row tray as the cause of the issue. The tray was removed and replaced with a spare tray, after which the cubies were reinstalled. Following a system restart, all cubies were successfully detected. The repair was verified in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.2 pkt a1 and a4 were not being detected by the station. There were no adverse events or injuries reported based on this event.